Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 4. Gts assisted the home patient (hp) to clear the alarm by cycling power. Gts advised the hp to contact the nurse. Product surveillance (ps) spoke to the nurse, who said the hp had not notified them of the alarm but was seen recently. The nurse said the hp was doing fine at the time and therapy was going well since then as far as she was aware. Hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. A follow-up MDR will be submitted if any additional information is becomes available.